Event description:
Needle seemed tight when inserting into introducer needle. Upon removal, everything came out and pt had a pneumothorax. Pt needed a chest tube inserted. Biopsy procedure repeated (with chest tube in place) without consequence.